Event description:
It was reported that approx one hr after insertion, the brown hub at the distal lumen "fell off". There were no reported pt complications.

Manufacturer narrative:
Evaluation: one central venous catheter was returned. The distal luer-lock connector was separated. The proximal connector was without damage. The distal connector hub was separated form the catheter extension line due to insufficient depth of insertion. Preliminary research indicates operator error during the catheter molding process; the distal extension line was not correctly inserted into the mold cavity. Qc inspections, noncomformances records, warehouse and production noncomformance database, and customer complaint database were checked and there were no similar customer complaints on this issue.